Event description:
Aventis case ID: (B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was reported by a physician via a dermik medical advisor and forwarded to our local affiliate (B)(4). This case involves a (B)(6) male pt who was injected with poly-l-lactic acid sometime in (B)(6) 2008. On an unspecified date, 2 little nodules on the eye-ring appeared. The physician will perform surgical removal of the nodules (not removed at time of reporting). The reporter was not the physician who had injected the poly-l-lactic acid, therefore, it is not likely additional details about the treatment will be received. Reporter's causality: possible.

Manufacturer narrative:
A ptc (pharmaceutical technical complaint) has been initiated for this case under (B)(4).